Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: ios / ios_iphone se 3rd gen / unknown / ios_16.6.1.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.